Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were removed and two screws were replaced (with aid of navigation) at this same procedure; the two final screws placed were in their correct positions. The outcome of the surgery was (still) considered successful, because the overall construct was stabilized (the two screws and rod placement stabilized the cage). There was no direct (or increased) risk of harm to a critical structure due to the initially misplaced screws. There was no actual harm/negative clinical effect to the patient due to the initially misplaced screws (also not due to surgery/anesthesia prolonged by two hours). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of all four inaccurate screw placements bilateral at l4 - l5, deviating by approximately 10 mm superior than intended and into the disc space, was most likely a movement of the patient reference array due to an insufficiently rigid fixation and/or inadvertent forces applied during the procedure after patient registration to navigation. A movement of the patient reference array after patient registration is performed disrupts the coordinate system established during registration and will result in a deviation between the registered patient image and the actual patient anatomy at the procedure. The fact that the surgeon had decided to reposition the schanz screws to improve stability (to avoid undesirable movements) of the navigation array fixation before the second patient scan and registration for navigation, after the deviating placements had already occurred, further indicates a not sufficiently rigid fixation of the navigation array with the initial schanz screw fixation. Movement of the patient reference array relative to the patient anatomy during the surgery cannot be recognized or compensated by the navigation software and will result in navigation inaccuracies. Apparently, the resulting deviation between the registered patient image and the patient anatomy was not recognized by the surgeon with the appropriate and necessary accuracy verification during verification of the registration (before accepting), and throughout the procedure, before and during use of navigated instruments to perform invasive surgical steps to prepare the pedicles, place k-wires, and place screws at l4 - l5, since no accuracy verification was performed on the first patient registration (and during navigation of those surgical steps) at the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive spine surgery for l4 - l5 lumbar interbody fusion to stabilize the spine, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1 (on (B)(6) 2021). During the same surgery, prior to use of navigation, an anterior lumbar interbody fusion (alif) had been performed with lateral cage placement at l4/l5. During the procedure the surgeon: with the patient in prone position, attached the 2-pin fixator with schanz pins at the right iliac crest (with difficulties to place the pins), and attached the 4-sphere array. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, and accepted the registration without verification of navigation accuracy. Started to drill screw paths in the bone using the navigated brainlab drill guide, prepare paths using a navigated non-brainlab tap, and insert screws using a navigated non-brainlab screwdriver (note: a navigated non-brainlab drill was also reported to have been used, but only once). Decided to slightly change the workflow and use k-wires, i.e. After drilling inserted k-wires through the navigated brainlab drill guide into the drilled screw paths, and followed the k-wires with the navigated non-brainlab tap and screwdriver . After all four screws and rods were placed, acquired an x-ray image, which showed that all screws were misplaced (by approx. 10 mm superior than intended, into the disc space). Repositioned the schanz pins at the iliac crest (to increase stability). Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration, and accepted registration after verification of navigation accuracy at anatomical landmarks (the incision had been enlarged on one side down to the bone). Removed the rods and all four misplaced screws. Repositioned two screws using a slightly changed workflow: drilled screw paths using a navigated awl and navigated straight probe (unknown if brainlab awl/probe), prepared paths using a navigated non-brainlab tap, and inserted screws using a navigated non-brainlab screwdriver (the same tap and screwdriver were used, but with recalibration). Confirmed the two revised screw placements were accurate, placed a rod unilaterally, and closed the patient. According to the hospital/surgeon: the misplaced screws were removed and two screws were replaced (with aid of navigation) at this same procedure; the two final screws placed were in their correct positions. The outcome of the surgery was (still) considered successful, because the overall construct was stabilized (the two screws and rod placement stabilized the cage). There was no direct (or increased) risk of harm to a critical structure due to the initially misplaced screws. There was no actual harm/negative clinical effect to the patient due to the initially misplaced screws (also not due to surgery/anesthesia prolonged by two hours). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.